Event description:
It was reported that through a merlin.net transmission, oversensing of far-field r-wave signals by the atrial lead resulted in automated mode switch episodes. The patient was seen and device reprogramming was performed. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.